Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device had ¿red flashing system error. Charged battery over weekend, performed test infusions, pm, passed all tests.¿ although requested, further information was not provided.